Event description:
Boston scientific received information that at a routine follow-up appointment, this pacemaker had a magnet rate of 85 pulses per minute (ppm). Approximately three months earlier the pacemaker had a magnet rate of 100 ppm. Boston scientific technical services (ts) discussed a magnet rate of 85 ppm is elective replacement time (ert) and discussed replacement window timeframe. Additionally, ts discussed device behavior at end of life (eol). No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service. Should additional information become available this report will be updated.